Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age was not provided by reporter. The date of event was reported as (B)(6) 2015; and the alert date reported as (B)(6) 2015, however, it is unclear if this was the date the infection was confirmed or the date the symptoms began. Lockscr ø3.5 perf l34 tan device is not distributed in the united states, but is similar to device marketed in the USA, UDI# is unavailable. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Medical intervention needed to treat infection. The 510(k): unknown. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) , 04.125.134s / 8514141, manufacturing date: 22 july 2013, expiry date: 01 july 2023. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Please note, this DHR review is for sterilization procedure only: 406.040s / 8752731, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 10 december 2013 , expiry date: 01 november 2023, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 406.040 / 8678629 was manufactured in (B)(4), part number 406.040, lot# 8678629, manufacturing location: (B)(4), manufacturing date: 17 october 2013, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a deep wound infection required surgery for debridement ((B)(6) 2015). Antibiotics, anticoagulants (clexane), analgesics and intensive care unit for physiotherapy. Recovery in progress. As it is not known what kind of surgery for debridement was done (unknown if the wound needed to be opened again) and as two dates are mentioned a second complaint file was opened to document the second intervention on (B)(6) 2015. Patient had an infection on the philos plate and the plate has been removed and she received antibiotics. This report is 5 of 17 for (B)(4).

Manufacturer narrative:
(B)(4). Device is marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.